Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Device was not returned to the MFR at the time of this report. It was inspected on site and replaced. Eval summary: the gcx arm is a spring arm that mounts to the equipment delivery system (eds) boom. At the distal end of the gcx arm is installed a flat panel monitor. This assembly is installed to the boom via a gcx channel mount. The channel mount consists of two round rings that fasten to the boom drop tube. The two rings are 7 inches apart. Upon further investigation it was determined, that only the top ring was installed and not the bottom ring which added add'l stress to the top ring causing the screws to break. When the screws broke, the arms fell. There was no report of pt injury or adverse consequences in this event. This not a single use device.

Event description:
(B)(4). It was reported that in operating room's 1-6 mmp 200 booms have gcx mounts that are not secure, one held on by two screws.